Event description:
This is report 2 of 3 of the same event. It was reported that during a mastoidectomy surgery, it was observed that two attachment device and a motor device were heating up while in use together. There were no delays to the surgical procedure as an identical spare motor device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.